Manufacturer narrative:
The same law firm, dk law group of (B)(6), is representing plaintiffs in report #3020533-2019-00003 and #3020533-2019-0004.

Event description:
Approximately 2 years after receiving electroconvulsive therapy treatments for severe depression, ptsd, and suicidal ideation, a patient is bringing suit against her doctor, the hospital and mecta (device manufacturer) claiming that the treatment caused brain damage and general degradation of her mental capabilities.